Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was revised due to noise. During lead revision insulation damage was also observed. Lead was capped and replaced. Patient was stable after the procedure.